Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Event description:
The patient informed stryker staff that his surgeon (specialist hips implant) commented that after review his implant in the scintigraphy, it present loosening (release) the first surgery was at (B)(4) 2012 and the second surgery was at (B)(6) 2015.

Manufacturer narrative:
An event regarding loosening involving a omnifit normalized hip stem was reported. The event was not confirmed due to documentation not being provided to review for cause. Method & results: -device evaluation and results: for a visual evaluation the omnifit normalized hip stem showed to be intact. The neck area has scratches and indentations which could have been cause during removal of the product from the patient. -medical records received and evaluation: not performed since medical records were not received. -device history review: devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: based on the device identification the complaint databases were reviewed for similar reported events regarding loosening. There have been no other events for the lot. Conclusions: the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining the root cause. This information was not supplied due to hospital policy.

Event description:
The patient informed stryker staff that his surgeon (specialist hips implant) commented that after review his implant in the scintigraphy it present loosening (release). The first surgery was at (B)(6) 2012 and the second surgery was at (B)(6) 2015.